Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the radius, brown particles and weight to the specification. A visual and microscopic analysis was performed which identified sharp broken on bladder shell, opening striated curved on radius and anterior, creases fold and wear abrasion. Based on the device analysis the final assessment is: a striated edge opening on radius and anterior due to surgical damage consistent in the use of some surgical tool and a sharp broken bladder shell due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.